Event description:
Device issue: none. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician in-training in the use of the prostar xl device attempted arteriotomy closure of the left femoral artery after an interventional procedure. Reportedly, after advancing the green suture to close the arteriotomy, bleeding continued. A cut-down procedure was done to suture the arteriotomy. It is believed the artery was damaged by the guide wire at the start of the procedure before the prostar xl was introduced. No adverse pt effects were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4) (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.